Event description:
It was reported that the patient experienced a cylinder bulge with an inflatable penile prosthesis (ipp). The patient needs a cavernous body reconstruction and a prosthesis replacement; however, the procedure has not been performed yet. There were no further patient complications reported.

Manufacturer narrative:
The complaint component has not been returned; therefore, no physical or visual analysis of the product could be performed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on the information available, the reported patient symptom is a known risk associated with ams 700 procedures and is noted as such in the device instructions for use.

Event description:
It was reported that the patient experienced a cylinder bulge with an inflatable penile prosthesis (ipp). The patient needs a cavernous body reconstruction and a prosthesis replacement; however, the procedure has not been performed yet. There were no further patient complications reported.